Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the implantable pulse generator (ipg) had a low battery when interrogated prior to implant. After being placed at room temperature for a period the battery voltage increased, however before implant the battery voltage was low again. The device was not used. There was no patient involvement.